Manufacturer narrative:
(B)(4). Approximate age of device - 27 days. The event occurred at (B)(6). A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient developed a bacterial driveline infection on (B)(6) 2015. The infection was reported to be device related and due to complexities of medical management. The patient underwent unspecified drug therapy and was discharged on (B)(6) 2015. The patient was re-admitted from (B)(6) 2015 due to infection and underwent unspecified wound disinfection measures. No further information was provided.